Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the pump was set to deliver 20 ml at 20 ml/hr and should run for one hour, but that it ran for "well over" an hour and had fed 106ml. They did not advise how much formula had been added to the feeding set when the feeding was set up. Mmdg did follow up with the initial reporter to obtain additional information. They stated that they were expecting a replacement pump and did not want to troubleshoot because they had already cleared the pump settings. They did not report any adverse effects to the patient. (B)(4).